Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this patient was seen for commanded shock testing, which came back all within normal limits. Isometrics were also performed in an attempt to illicit a noise response, those were normal as well. No further intervention is expected as the lead appears to be functioning normally at this time.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedances for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.